Event description:
It was reported that during patient use, a tracheostomy tube cuff would not hold inflation pressure. Although requested, it is unknown if the device was replaced. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.